Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported cable break was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined that the reported cable break was likely a result of procedural conditions and due to the maneuvers performed (rapid force used, additional minus knob applied) to overcome the resistance encountered. The reported noise and mechanical issue with the knob were likely secondary effects of the cable break. Lastly, while it is possible that there was unidentified vessel tortuosity resulting in resistance, a cause for the resistance and ultimate failure to advance the sgc through the anatomy could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the suspected cable break. It was reported that this was a mitraclip procedure to treat grade 3 mixed mitral regurgitation (mr). After successfully preparing the steerable guide catheter (sgc), it was inserted approximately 10 cm into the groin when resistance was noted. Rapid force was applied and the plus/minus knob was turned in the minus direction when a noise was heard. A cable break was suspected and the plus/minus knob was able to be turned, but there was no tip deflection. The sgc was removed and a new sgc was used to complete the procedure. Two clips were successfully implanted, reducing mr to grade 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.